Manufacturer narrative:
This was an accident due to user error. Accident may have been caused because the user was legally blind and driving down a sidewalk with branches.

Event description:
End user was riding down the sidewalk and states that there was a tree limb in the way. As a consequence the user swerved and went down an incline in the grass. The user fell over with the scooter. User went to the hospital and was told that he had a broken collar bone, broken ribs, bruises and scrapes. User was hospitalized for 4 nights. User said that he was legally blind since (B)(6), 2011.